Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the reported physical resistance / sticking (gripper line difficulty) could not be determined. The gripper line break appears to be related to procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty removing the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntr clip delivery system (cds) was implanted; however, resistance was felt when removing the gripper line. However, during removal, the gripper line broke. After the gripper line broke, the physician was able to completely remove the gripper line from the anatomy. No portion remained in the anatomy. The clip remained secure on the leaflet. An additional clip was implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.